Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose levels at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has insulin pens and manual injections available as alternate insulin therapy.